Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the pump black box did not show any cs communication alarms. The pump booted to the verification screen with no errors. A 24 hour duration test was successfully complete with no communication alarms duplicated. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board or internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad. Additionally, the display screen was discolored.